Manufacturer narrative:
The product was not returned for eval. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. No product lot number was reported; therefore, no qualification records were reviewed.

Event description:
The pt's father reported that his son's blood glucose reached 366 mg/dl less than 24 hours after the pod was activated with ketones present. He took him to the hosp and upon arrival they treated him with his normal medication and fluids. He was released from the hosp the same day. Attempts were made to contact the pt's father to provide additional info. Messages were left.